Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device was not creating mesh properly; it produced shredded skin. There was no delay in surgery. The graft harvest was able to be used. No additional unplanned graft harvest was required from the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not creating mesh properly; it produced shredded skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device, serial number 03423 reviewed noted no related non-conformance, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verification, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that there is damage on the blade and comb/ the feeing shaft is bent and the comb, bellville washers, shoulder bolts, nuts, and detents were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher device1.5:1 ratio cutter, serial number 706043 reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(6) on (B)(6) 2018 revealed that the calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a failing sample mesh and was deemed non-repairable. The skin graft mesher was not repaired as the device passed all required testing. A new 1.5:1 ratio cutter was quoted and purchased by the customer. It was inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter, serial number 706043 produced a failing sample mesh and was deemed non-repairable. The cause of the reported event was due to failed cutter. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced a failing sample mesh and was deemed non-repairable. It is unknown with the information that was provided how the cutter failed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.